Manufacturer narrative:
Covidien reference: (B)(4). The 510 k and lot/serial number was not provided by the customer. Therefore, a manufacturing date is not available.

Event description:
It was reported that during patient use, an endobronchial tube was kinked. It is unknown if a device replacement was required. There was no patient harm reported.

Manufacturer narrative:
(B)(4). One tracheal tube was received for investigation. Visual inspection confirmed the customer reported malfunction, as the tube was found to be kinked. However, guidelines and manufacturing controls were found effective and properly implemented to detect the reported failure mode. The malfunction was not related to the manufacturing process.